Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that when she first started using it there was some relief to her legs and back which made quite a difference in her walking. Everything went along fine for a couple of months, and then the patient had to have it changed. Her ankles and feet started to swell and give her a lot of pain. The stimulator no longer was giving the patient any relief. So, the patient met with a neurosurgeon and neurologist and tests were performed. They found the patient had neuropathy in both legs, ankles, and feet. They had her on mind drugs that helped the pain tremendously. The stimulator was actually not helping at all because her back was just fine. This was why they removed it.

Manufacturer narrative:
Unable to remove one of the anchors. Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator (ins) was no longer working for her and she wanted it explanted. The event cause was not determined. The healthcare professional reported that the patient went off of her pain medication and had stated she did not want the system in anymore. Diagnostic testing or troubleshooting performed included reprogramming. It was unknown whether the issue was resolved at the time of report. It was further reported that the healthcare professional was unable to remove one of the anchors because of the depth, but everything else was removed. The patient's status was alive with no injury, and no outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome.